Event description:
The customer reported that when the qa films are made using the pt plan for imrt, there is some radiation exposure observed out of the treatment field area. A dose of up to 15% of the in field dose is reported. No serious injury to the pt was reported, as the user observed this event during treatment planning, and the plan was not used. No further pt info was provided.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a mistreatment which might represent a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.